Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that there was an issue with foot pedal. Upon testing the system remotely rse identified issue with wired footswitch. The third party fse replaced the wired footswitch, which was already present with the customer. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It was reported to philips that veradius unity had an issue with foot switch. The device was inside clinical use at the time of the event, a replacement footswitch is being used. No patient harm was reported